Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), procedural haemorrhage ('complications from your essure removal procedure: difficult to control bleeding \ laparoscopy with bleeding that I could not control') and sjogren's syndrome ('sjogrens syndrome') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, heart sound abnormal, anal fissure, asthma nos, carcinoma in situ of cervix uteri, herpes simplex, hypothyroidism, reflux esophagitis, parity 4, breast reduction, loop electrosurgical excision procedure, endometrial ablation, gerd, oral pain, nausea, rectal bleeding, miscarriage, d & c and colonoscopy. Current weight (B)(6) lbs. Essure confirmation test result: other (please describe) no coil migration (as reported). Concomitant products included dexamethasone (dexamethasone abcur) until (B)(6) 2011, hydralazine until (B)(6) 2011, hydroxyzine embonate (hydroxyzine pamoate), ibuprofen since (B)(6) 2011, levothyroxine from (B)(6) 2011 to (B)(6) 2018, methocarbamol (robaxin) since 2006, methylprednisolone (medrol), naproxen (naprosyn) since 2006, oxycodone since (B)(6) 2011, paracetamol (acetaminophen) until (B)(6) 2011 and paracetamol (tylenol) until (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight fluctuation ("weight gain / loss (specify which one)") and alopecia ("hair loss"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / significant bleeding"), menometrorrhagia ("abnormal bleeding (menometrorrhagia)"), uterine enlargement ("enlarged uterus") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), procedural haemorrhage (seriousness criterion medically significant), sjogren's syndrome (seriousness criterion medically significant), arthralgia ("autoimmune disorder type of disorder: joint pain"), joint ankylosis ("ankylosis"), spondylitis ("spondylitis"), arthritis ("inflammatory arthritis"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), adnexa uteri pain ("left and more on the right side by ovaries") and abdominal pain lower ("chronic left lower quadrant pain"). The patient was treated with hydromorphone hydrochloride (dilaudid), ketorolac tromethamine (toradol) and surgery (total abdominal hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, procedural haemorrhage, sjogren's syndrome, vaginal haemorrhage, menorrhagia, menometrorrhagia, uterine enlargement, arthralgia, joint ankylosis, spondylitis, arthritis, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, fatigue, weight fluctuation, alopecia, adnexa uteri pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, adnexa uteri pain, alopecia, arthralgia, arthritis, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, joint ankylosis, menometrorrhagia, menorrhagia, pelvic pain, procedural haemorrhage, sjogren's syndrome, spondylitis, urinary tract disorder, uterine enlargement, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: the content of the communications difficult to control bleeding. There seemed to be some technical difficulty on the first attempted separation from the right utero ovarian pedicle and because of the size and also from exam she had kind of a rigid cervix, I felt that she was going to be a tough vaginal finishing of the procedure. I elected to convert to an abdominal hysterectomy. This had been discussed with her just prior to surgery. Discrepancy in essure confirmation test(s) conducted plaintiff reported that she did not undergo an essure confirmation test but in same pfs it was reported as essure confirmation test result: other (please describe) no coil migration (as reported). Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2011: cervix and uterus: cervix with chronic active inflammation and squamous metaplasia late secretory endometrium. Intramural leiomyomas. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: menometrorrhagia, significant bleeding, menorrhagia,abnormal bleeding (vaginal). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2019: pfs and mr received: case has became incident. New events added: pelvic pain, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia) / significant bleeding, abnormal bleeding (menometrorrhagia), enlarged uterus, joint pain, ankylosis, spondylitis, sjogrens syndrome, inflammatory arthritis, bladder problems or changes, urinary problems or changes, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight gain / loss(specify which one), hair loss, the content of the communications difficult to control bleeding, left and more on the right side by ovaries, chronic left lower quadrant pain. Event onset date were added. Reporter information were updated, patient history, concomitant drugs were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.